Event description:
Caller reported a tandem mobi cartridge alarm during the load process, which was confirmed as cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Despite attempts to correct the issue by removing the cartridge and delivering a bolus, the alarm recurred. Cts resolved to replace both the pump and the original cartridge, advising the customer on using mdi as backup therapy and instructing on storage mode and return procedures. The customer is to receive a pump with updated software, understood all instructions, and was informed of the steps for receiving the replacement.